Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 02-dec-2011 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. Due to the age of the device, six (6) years, and the fact there are no repairs available for the video baton, the customer elected to replace it. The video baton used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image had disappeared two (2) or three (3) times. No delay in the procedure or use of a back-up device was reported.